Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified coronary artery. A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during third inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed and completed the procedure with another of the same device. There were no patient complications reported and the patient was in good condition post procedure.